Event description:
It was reported that a vns patient was experiencing an increase in seizures. The patient had 2 grand mal seizures and was sent to the ER. It is unknown if the seizures were above, below or at prevents baseline seizure levels. Since the patient recently underwent generator revision surgery, the vns settings were lower than what the patient had previously been at. The patient also had some external stressors and was noncompliant with medications that may have contributed to the increase in seizures. Diagnostics showed vns to be functioning properly. Nevertheless, the patient's lead was replaced. The explanted lead has been returned to the manufacturer and is undergoing analysis. Good faith attempts to obtain the medical professional's assessment have been unsuccessful to date.